Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire unraveled during insertion to the micro introducer which was in the patients subclavian vein. A new port kit was opened to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the guide wire unraveled during insertion to the micro introducer which was in the patient's subclavian vein. It was further reported that a new port kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guide wire from a port kit was returned for evaluation. Stretching was noted to the outer coil throughout the guide wire and the distal end of one of the inner core wires was protruding through the outer coil wire. Based on this finding, the investigation is confirmed for the reported frayed guide wire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion through a tortuous pathway and retraction of the guide wire against the introducer needle bevel.